Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient's hip was revised 15 years post implantation due to dislocation.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. It was reported that the patient was implanted with device in-vivo for 15 years . A definite root cause for dislocation cannot be determined with the information provided.